Event description:
It was reported to boston scientific corporation on april 25, 2008 that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female in 2008 (patient age and weight unknown). According to the complainant, the device was removed from package, prepared for use and it was noted that the tip was frayed. The procedure was completed with another hydratome rx device. No patient complications were reported as result of this event.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2073. Since the initial cesub report did not mention this event is related to another event.

Manufacturer narrative:
Update: note: this report pertains to the first of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 3005099803-2009-2042 for a description of the other event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the tip was frayed/ cracked. Examining the tip under the microscope, it appears that the distal tip might have come into contact with some part of the scope (elevator), causing the tip to crack, evident from the scratches/ score marks. Complaint confirmed. The cause may be due to another device. A review of the complaint database did not identify any other complaints for this lot.